Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the coil unraveled. The patient was undergoing an embolization treatment procedure of te right hypogastric artery. A trailblazer catheter was positioned and one unspecified coil was deployed. Then this 12mm x 40cm interlock-35 was advanced, but became stuck in the catheter. When they tried to remove the coil, it became unraveled. They removed the device and opted to finish the procedure with just the one coil being deployed. There were no patient complications reported and the patient's condition is fine. However, device analysis revealed that an interlocking arm of the coil had broken off and the number of proximal fiber bundles was below the assigned specification.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: only the coil was returned for analysis. It was observed that the coil was stretched and kinked and the fiber bundles are covered in blood. Microscopic inspection revealed the interlocking arm of the main coil was broken off and not returned for analysis. The dimensions that could be measured were found to be in specification except for the number of fiber bundles. The number of proximal fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states instructs the user to use an imager ii selective diagnostic catheter and to maintain continuous flush. (B)(4).